Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported in the complaint form that changing of medicine k7 and switching by 250cc k7 by the nurse, puts pca in occlusion alarm. The process was retaken and indeed the pca is in occlusion alarm once again. After disconnecting and reconnecting the k7 and making a bolus, there was no alarm. There was unknown patient involvement.